Event description:
Additional information received reported the patient did not have the device in their body and ¿it didn¿t help.¿ it was further reported all the device and dilaudid did was make the patient sleep so it was taken out. It was noted ¿it was the worst thing¿ the patient ever did was let the doctor try and insert the pain pump. It was reported the patient had withdrawal symptoms and ¿almost died.¿ it was noted the patient also went to sleep at the wheel of their car and the car was totaled, but the patient was not hurt. The patient lost their driver¿s license and had withdrawal symptoms and ¿almost died¿ because of the device and dialudid. It was also reported the patient spent six days in the hospital and a month in a nursing home. A follow-up report will be sent if additional information becomes available.

Event description:
It was reported, the pump was explanted about a year ago because they were unable to get the catheter in the correct place to help with the patient¿s pain. ¿it just made her sleepy.¿ the pump was being used to deliver dilaudid.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).